Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was in the 400's mg/dl at the highest. Reportedly, customer changed the infusion set to address the issue.